Manufacturer narrative:
(B)(4). The location of the reported device is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the g7 positioning guide rod broke when tightening to the shell inserter. No health consequences or impact reported. It was confirmed that no further information could be provided.